Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Pt code 'other:' sexual dysfunctions.

Event description:
In 2002: pt receives ancure graft. The implant procedure was without incident, and the pt recovered normally. In 2003: pt complains of hip and leg pain and sexual dysfunction. In 2004: pt is determined to have bilateral internal iliac artery occlusion, resulting in gluteal artery thrombosis. CT scans did not identify a reconstructable segment of the iliac artery bilaterally. Physician's opinion is that pt experiences pain, while sitting, due to collateral flow impairment.